Event description:
International affiliate reports surgical patties were used on a patient who developed an infection. The origin of the infection has not been determined but it is known that codman surgical patties were used on this patient.